Event description:
A malfunction was reported on a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support was involved, providing pump reset information and assisting with the reset process. After the reset, the malfunction code did not recur, and the customer was instructed to call back if any further issues occurred. There was no adverse impact to the customer's blood glucose level post-resolution.